Manufacturer narrative:
H.6. Investigation summary: ten (10) unused samples were received in the sealed blister packaging by our quality team for investigation. Functional test was performed by drawing saline solution, no issues were experienced, no leakage was observed. Visual inspection under the microscope was performed finding no damage, etch was good. No defective grind, no hooks were observed. Therefore, the conditions reported cannot be verified. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of the reported conditions cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 305180 batch no. 8173882 it was reported that during use of the bd¿ blunt fill needle there were issues with coring, insertion difficulty, leakage, and cannot draw. The following information was provided by the initial reporter: it was reported there was coring, insertion difficulty, leakage, and cannot draw. Bevel and thickness of needle is larger and flatter than normal. Requires a lot of force to puncture IV bag parts and vial stoppers(causing coring and puncturing of IV bags(leaking), needle squeaks when entering vial stopper cant manipulate needle once in vial - unable to move needle once in vial/difficulty adding air and drawing in medication, which requires multiple punctures. This lot of needles is a safety concern as it can affect the final product and causes wastage of drug. Normally, we do not have issues with this product but this lot appears to be faulty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305180 batch, no. 8173882. It was reported that during use of the bd¿ blunt fill needle there were issues with coring, insertion difficulty, leakage, and cannot draw. The following information was provided by the initial reporter: it was reported there was coring, insertion difficulty, leakage, and cannot draw. Bevel and thickness of needle is larger and flatter than normal. Requires a lot of force to puncture IV bag parts and vial stoppers(causing coring and puncturing of IV bags(leaking), needle squeaks when entering vial stopper cant manipulate needle once in vial - unable to move needle once in vial/difficulty adding air and drawing in medication, which requires multiple punctures. This lot of needles is a safety concern as it can affect the final product and causes wastage of drug. Normally, we do not have issues with this product but this lot appears to be faulty.